Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found at home slumped over the floor (unresponsive) and appeared to be in the process of changing power sources from battery support to the power base unit (pbu). It was reported that the lvad was still alarming. The device will not be returned to the manufacturer for evaluation as the patient's family declined to have the pump explanted; the device was cremated with the patient.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.